Event description:
Reporter indicated that pt is experiencing spasms of the vocal cords and larynx and that breathing is very difficult. Investigation to date has been unable to determine the severity of the breathing difficulty.